Event description:
It was reported that one patient ¿had an early device malfunction and chose not to undergo a new procedure due to no perception of benefit.¿ see attached literature article.

Manufacturer narrative:
Literature citation: carra rb, capato tt da c, menezes jr, et al. Long-term tonic spinal cord stimulation in advanced parkinson¿s disease: no effect from stimulation under placebo-controlled evaluation. Clin park relat disord. 2023;9:100220. Doi:10.1016/j.prdoa.2023.100220 b3: please note this date is based off of the article¿s publication date as the specific event date was not provided in the published literature. B5: it was not possible to ascertain specific device information from the article or to match the reported event with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.